Event description:
It was reported that post stent placement procedure, the patient allegedly experienced allergy in her ankles and eyes. It is unknown whether any additional medication or interventions were provided. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent remains implanted, and no device sample will be provided for evaluation. Photos and medical reports were not provided. It was reported that the patient is allergic to gold. An alleged relation to the implanted stent could not be verified. Based on the information available the investigation is closed with inconclusive result and a definite root cause for the reported event could not be determined. Labeling review: review of relevant labeling was conducted. The instructions for use states that "persons with allergic reactions to nickel titanium (nitinol) alloy may suffer an allergic response to this implant." Allergic or anaphylactoid reaction were addressed to be potential adverse events. Device not returned.